Manufacturer narrative:
Upon reassessment of the reported event, this product was determined to not be reportable, as it is not related to the patient's condition. Therefore, the initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, the patient underwent a revision approximately one year post-implantation due to pain, difficulty bearing weight, slight effusion, limp, and swelling. Surgeon told patient that the implant was not seated properly and the disk part was loose. All components were removed and replaced. Operative reports indicate that there was lack of bony ingrowth on the femoral component, but it was not obviously loose. The patella component also showed no evidence of bony ingrowth and was loose.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant products: 141273, regenerex primary tibial trays, 875660. Ep-183540, vanguard antioxidant poly cr bearings, 586670. 183048, vanguard cr femoral - right, 579970. 141357, regenerex series-a patella 3 peg, 684980. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07105, 0001825034 - 2017 - 07106, 0001825034 - 2017 - 07103, 0001825034 - 2017 - 04863. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee revision approximately one year post implantation due to a hot knee and pain. All components were removed and replaced with competitor product. No additional patient consequences were reported.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right total knee revision approximately one year post implantation due to hot spots in the knee and pain. All components were removed and replaced with competitor product.